Manufacturer narrative:
Device evaluation is not necessary as the infection, migration, and protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent generator explant due to infection. It was also noted that the patient had a slow migration of the lead and protrusion of the lead prior to the previous lead explant due to infection. The physician assessed that the cause of the lead migration and protrusion was that the patient is very skinny, which meant the vns device had to implanted more superficially, which allowed for migration and protrusion. It was noted that the migration and protrusion occurred prior to lead explant and contributed to the required lead explant surgery. Product return and device evaluation is not necessary as the reported events of infection, migration, and protrusion are not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: follow-up report #1 inadvertently left out "(B)(6)". Date of event, corrected data: follow-up report #1 inadvertently left out "(B)(6) 2018".

Event description:
Further follow up revealed that the surgeon believed that the confirmed infection was related to the vns surgery/site preparation. The physician believed that the nerve remained in good shape and viable. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution.

Event description:
Additional information was received that per the physician, the infection is believed to be due to a patient immune condition that causes the body to reject all foreign objects. No additional relevant information has been received to date.

Event description:
The patient's mother later reported that the wire eroded through the patient's neck after about a year of being implanted. The lead was explanted and antibiotics were done and about a month after that, they removed the battery.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported in that the patient underwent vns lead explantation surgery due to "lead erosion". The tissue and explanted lead portion were sent for analysis. It was stated that the nerve looked like it would be unable to have another lead implanted on it. Follow up with the company representative revealed that the reported "lead erosion" was suspected to mean tissue erosion around the lead and not a malfunction with the device. This was further supported by the neurosurgeon stating that the erosion at the lead electrode site was probably related to infection as an infection is not expected to damage the vns lead. Further follow up revealed that the surgeon did not believe there was nerve damage and that the assessment of the nerve not being in "good shape" was due to the presence of a possible infection at the site in the neck. There was no reported fibrosis or scar tissue. It was confirmed that the report of a "lead erosion" meant skin/tissue erosion around the lead and not a malfunction with the device. No additional relevant information has been received to date.